Event description:
(B)(4). "Event desc: the pt's nurse attempted to suction a ventilated pt. The pt was placed on 100% setting and the alarms silenced with the suction button. The pt desaturated to the high 80s and the nurse noticed this and attempted to increase the fraction of inspired oxygen (fio2) to 100%. The ventilator continued to read 40% oxygen (prior setting was 40%). The respiratory therapist attempted est and the oxygen calibration failed. The ventilator was turned off and the respiratory therapist attempted est again and once again the oxygen calibrations failed. The ventilator was removed and the pt was placed on a different ventilator. There was no adverse outcome to the pt. Biomedical engineering rec'd and tested the ventilator. The ventilator failed the preventative maintenance test on the battery. The battery and oxygen [c]ell were replaced, calibrated and tested. Ventilator passed testing and was placed back in service. The battery in this ventilator was last replaced with a viasys battery on march 20, 2009. Testing and replacement (if needed) of batteries is every 180 days per recommendation of the MFR." The device usage problem: device malfunction - that is, the device did not do what it was supposed to do". The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep on 09/30/2009. "Talked with [name removed], he said they last exercised the battery in march 2009. At that time it failed the runtime so, they replaced the battery. He said the o2 cell had never been replaced since vent was installed 1 year ago. The rt dept does not have any cells and when a failure of the cell occurs they give the vent to him for testing and replacing." "Spoke with [name removed] today (B)(6)2009 and confirmed that vent is still in use and working correctly. [Name removed] has disposed of the bad battery and o2 cell. At the time vent was given to him to service he was not informed that a medwatch was being reported so, he did not feel the need to keep them."

Manufacturer narrative:
Add'l 510k#: k022674, k062093, k073069. (B)(4): the user facility biomedical engineer evaluated the device for the reported failure and identified a defective oxygen cell (B)(4). Not related to the reported failure, the biomedical engineer also noticed that the internal battery (B)(4) needed to be replaced as the device failed their preventative maintenance battery test. Both the oxygen cell and internal battery were replaced by the user facility biomedical engineer before placing the device back in service. The alleged defective components were not evaluated by carefusion because the customer had scrapped them before carefusion became aware of this event. Based on the oxygen cell being a consumable item with a limited shelf life and the unit's install date of 08/27/2008, this oxygen cell was on or near its end of life.